Event description:
Reporter noted irrigation stopped during phaco; occlusion. Collapse of anterior chamber caused posterior capsule tear. Converted to "ecce" to complete procedure and performed anterior vitrectomy. Patient reportedly recovering well.